Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally tested with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes the stopper came out of tube. The following information was provided by the initial reporter, translated from italian to english: opening of the test tube cap during sampling is reported I was told that on another occasion the test tube had been given for a home sampling and the patient had to postpone taking the sample because the sampler had no spare tube.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes the stopper came out of tube. The following information was provided by the initial reporter, translated from italian to english: opening of the test tube cap during sampling is reported. I was told that on another occasion the test tube had been given for a home sampling and the patient had to postpone taking the sample because the sampler had no spare tube.